Event description:
The nurse reported that there was a storm, and lights were flickering. Then both of her central nurse's station (cns) displays show no sync around 2 am cdt. Nihon kohden technical support (tech support) had her check the led indicator on the cns. None are lit. The cns is plugged into ups, and the ups left battery led indicator is full and right battery led indicator has one bar. Tech support had her remove cns power plug from ups, plug it into wall outlet, and power on the cns. The cns powers on, but she gets "scanning and repairing drive 36% complete. Then, the displays go black and shows no sync. Tech support had her power off the cns, re-seat display cables behind cns (did not do actual displays since they were hard to reach), and power on cns, but she still gets no sync on both displays. The nurse was not comfortable doing further troubleshooting and stated they would contact a biomedical engineer (bme). Tech support called the customer back, and they stated they called their it. They rebooted the cns, and then it came back up. They stated the issue was resolved. No patient harm was reported.

Manufacturer narrative:
The nurse reported that that there was a storm, and lights were flickering. Then both of her central nurse's station (cns) displays show no sync around 2 am cdt. Nihon kohden technical support (tech support) had her check the led indicator on the cns. None are lit. The cns is plugged into ups, and the ups left battery led indicator is full and right battery led indicator has one bar. Tech support had her remove cns power plug from ups, plug it into wall outlet, and power on the cns. The cns powers on, but she gets "scanning and repairing drive 36% complete. Then, the displays go black and shows no sync. Tech support had her power off the cns, re-seat display cables behind cns (did not do actual displays since they were hard to reach), and power on cns, but she still gets no sync on both displays. The nurse was not comfortable doing further troubleshooting and stated they would contact a biomedical engineer (bme). Tech support called the customer back, and they stated they called their it. They rebooted the cns, and then it came back up. They stated the issue was resolved. No patient harm was reported. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via (B)(6) for all items under the no information section. No reply was received. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2021: emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received.